Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited various episodes of inappropriate shocks due to atrial fibrillation with rapid ventricular response. No other information was provided. At this time, this device remains in service. No adverse patient effects were reported.